Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and power off the device. A field service engineer (fse) found that the main 2.1 drawer control board was faulty. Both drawer controller boards were replaced due to damage caused by a power outage. The unit was tested afterward and found to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating and offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.